Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail/pinnacle; (B)(6) hospital (B)(6) 2018 - the screwdriver handle was fitted with a drill bit and in use when the reverse function froze and the ratchet failed to engage. The instrument failure was immediately reported to the (B)(6) representative present. As there are multiple pinnacle sets consigned at (B)(6) hospital, a second tray was available and a replacement instrument was available within 5 minutes. There was no significant delay to the case. There was no adverse patient outcome. Female patient aged (B)(6) years, dob: (B)(6) 1965.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.